Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability- additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a defective battery. The receiver log was downloaded with a known good battery, unexpected shutdowns were observed. The reported event of receiver showing initializing screen without manual restart was confirmed. The root cause is a defective battery.